Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube and received a contaminated stick. The customer reports that a kaofeed tube was inserted into the patient. The placement was verified by cxr. Upon attempting to remove the guidewire, the cap on the guidewire came off and a staff member was poked by the sharp metal wire. The guidewire was unable to be removed even when trying to remove it with forceps. The tube was then discontinued and a new kaofeed tube was inserted.